Event description:
A falsely elevated hb1c result was calculated on a patient sample. The result was reported to the physician who questioned the result. The sample was re-run on n alternate analyzer system and a lower result was obtained in line with physician expectations. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. Contrary to IFU instructions, the user multiplied the diluted sample printout by the dilution factor and reported the falsely elevated result. The dimension(r) hb1c in the analytical measurement range section provides guidance for above assay range samples which are diluted: " important: the resulting readout (%hb1c mmol/mmol) is a reportable result. The result must not be corrected for dilution as it is a calculated result based on the ratio of hba1c and hb. Therefore, a dilution factor must not be used in the hb1c method." The instrument is performing within specifications. No further evaluation of the device is required.